Event description:
It was reported that there was a pump volume discrepancy. The expected residual volume was 3.1 ml, but the actual residual volume was 17.5 ml. When the health care professional (hcp) found the discrepancy she did a catheter access and was able to get fluid out. The hcp stopped the pump and the patient was placed on oral medication. No patient injury was reported. The pump was replaced on the date of this report. The device system was used to deliver morphine.

Manufacturer narrative:
Analysis of the pump (serial # (B)(4)) revealed corrosion on the motor gear trains.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID 8731, serial # (B)(4), implanted: (B)(6) 2005, product type catheter. Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.